Event description:
The customer stated she was hospitalized for high blood glucose. No blood glucose reading was reported for the event. The customer also reported getting no delivery alarms. Troubleshooting was performed and the insulin pump passed the prime test with no alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.